Event description:
Reporter indicated that the patient was to have their generator replaced. During the surgery, both the lead and generator were replaced. Information was received that the full replacement occurred because the system that was to be replaced was registering high impedance, and was believed to be due to fibrosis around the nerve near the electrode site.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.